Event description:
Note: the date of event is unk. On january 30, 2009, a boston scientific employee became aware of a clinical study article, "combined endoscopic stent insertion in malignant biliary and duodenal obstruction", by m. Mutignani, et al. According to the article, the wallflex enteral duodenal stent was used in a combined endoscopic stent insertion. The pt developed recurrent cholangitis and was treated by re-insertion of a new biliary self-expanding metal stent. There is no further info from the article regarding the status of the pt.

Manufacturer narrative:
The device manufacture date and expiration date are unk since the lot number is unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is determined.